Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/03/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/18/2014 with the following findings: the pump powered on to the verify screen in accordance with normal operation. The display was fully functional and fully illuminated with no visible signs of fading or discoloration. There were multiple call service alarms observed in the black box history. There was no evidence of moisture contamination found inside the pump once the case was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.